Event description:
It was reported that a caregiver contacted support because the patient¿s blood glucose was elevated for several hours, with a reported value of 397 mg/dl while using the ilet and an inset infusion site; after guidance to perform a supply change, the patient¿s blood glucose was 379 mg/dl. Symptoms included no reported clinical symptoms associated with the hyperglycemia. Outcomes included troubleshooting and education provided by support, with a plan for follow-up. Investigation included remote troubleshooting focused on infusion site and supply replacement. Investigation of this case revealed that the cause of the hyperglycemia was unclear, and no device alarms or alerts were reported. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.